Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that although the sg and bg values were in good agreement, comprehensive assessment of the system performance could not be conducted as there was limted data. Customer care intended to assist the user with further troubleshooting, but the user remained unresponsive to multiple contact attempts. Further investigation was not possible. As per the data management system (dms) review, no issue with the sensor accuracy and the system remained in active use with up-to-date information.